Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. The power cord of the cobas p 612 pre-analytical system was burnt and melted. No patients were involved in the event.